Event description:
Following a CT scan of the abdomen / pelvis, the patient experienced increase baseline pain. The patient also reported that a bolus was denied by her personal therapy manager (ptm). The patient was at home. There were no alarms sounding. The patient was encouraged to contact her healthcare professional (hcp). The hcp was contacted for additional information regarding the event. The hcp responded that as of 16 days after the event, they had not heard from the patient regarding the event. The patient was scheduled to be seen for a refill visit. The hcp planned to contact the patient regarding the event and provide additional information regarding the event if it was received.